Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. When the dilator was advanced, the locator pulled through the dilator and the j segment was missing. Hemostasis was achieved and the physician was made aware of the situation. A radiologist was consulted and the j segment was visualized under fluoroscopy within the tissue tract. The j segment was left in the tissue tract. No further complications were reported.